Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to heart failure complications. No additional information was provided. No autopsy was performed. The device will not be returned for evaluation.

Manufacturer narrative:
Sections d4 & h4: additional information, manufacturer's investigation conclusion: a direct relationship between the device and the reported heart failure complications and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2018. The patient had been experiencing dyspnea during activity, but no other issues. No autopsy was performed, and the pump was not returned for evaluation. Death is listed in the heartmate ii lvas IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.